Manufacturer narrative:
Device used for treatment, not diagnosis. Muller, t. S., and sommer, c. (2012). ¿minimal-invasive plattenosteosynthese am distalen tibiaschaft.¿ operative orthopadie und traumatologie. 24:4 (354-367). This report is for an unknown lcp plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, muller, t. S., and sommer, c. (2012). "Minimal-invasive plattenosteosynthese am distalen tibiaschaft." Operative orthopadie und traumatologie. 24:4 (354-367). This is an article that reviews minimally invasive plate osteosynthesis of distal metaphyseal and/or diaphyseal tibial fractures. Surgical technique was performed with manual closed reduction, over the plate or the external fixator/large distractor. Short incisions on the medial malleolus. Epiperosteal insertion of the plate anteromedially occurred. Relative stability was achieved by using bridging techniques. Fibula fixation was performed in special cases. After the procedures mobilization after one to three days was allowed with toe-touch weight bearing. Full weight bearing after eight to ten weeks was allowed. Implant removal was optional after one to two years in cases of soft tissue irritation. Uneventful healing with good function was observed in eight-five percent of patients within four months. Delay unions were observed in five to ten percent (5-10%) of cases and nonunion or malalignment was observed in five percent (5%) of patients. All patients were satisfied with function at the two year follow-up. Delay unions were observed in five to ten percent (5-10%) of cases and nonunion or malalignment was observed in five percent (5%) of patients. This report 1 of 1 for (B)(4). This report is for an unknown lcp plate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Seventy-six patients (39% women, 61 % men) with distal tibial fractures were treated using minimally invasive plate osteosynthesis (mipo) technique at a hospital between 2001 and 2005. The fractures were treated with locking compression plates (lcp), metaphyseal plates (3.5/4.5/5.0mm) by bridging plate technique using short incisions following completed reduction monitoring by image intensification. Following the procedure subsequent treatment included partial weight loading of ten to fifteen kilograms and no external immobilization. Patients were able to transition to full weight loading after eight to twelve weeks pursuant to clinical and radiographic fracture union. It was possible to follow-up on sixty-two (62) patients (82%) with a mean age of forty-two (42) years old (11-74 years old range) after six and twelve weeks and one and two years after surgery. Fifty-four (54) of the sixty-two (62) fractures monitored by x-ray demonstrated healing within four months, while an additional four fractures healed within eight months. Valgus deformities (>10%) required secondary corrections for three patients. It was necessary to carry out one spongioplasty for non-union, one re-osteosynthesis without spongioplasty for non-union, and one local flap graft for necrosis of the skin. There were no postoperative infections among the fractures observed in follow-ups. All patients exhibited satisfaction with results during the long-term follow-up (one to two years). One spongioplasty for non-union. One re-osteosynthesis without spongioplasty for non-union. One local flap graft for necrosis of the skin.